Event description:
The device was returned due to being unable to calibrate position after recall repair by ICU medical technician. The results of the investigation found that the device's plunger position sensor was out of calibration. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the plunger position sensor was found to be out of calibration the plunger position sensor was replaced to fix the issue.